Manufacturer narrative:
The returned device was evaluated. Inspection noted the returned device passed the probe check. Both switches were checked and found both switches are functional. Visual inspection on the received condition was performed. Heavy tissue build up located near the distal end was observed. The ptfe pad (teflon pad) was inspected and found it is worn with char marks. The tip of the teflon pad is lifted and separated from the jaw exposing a portion of metal. The distal end of the device was inspected under a microscope and found the probe has no visual indication of damage on the probe unit however the probe is severely stained with char marks and foreign residue. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
A report of probe damage error during an unknown event was reported. There was no patient injury or impact reported, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to: (1) the distal end of the tissue pad was worn away and peeled off because the device was activated in seal & cut mode while grasping nothing (including the case the user kept activating after cutting tissue). (2) the probe and the non-insulated area of the grasping came in contact with one another. (3) output was activated under this situation, the error occurred. The instruction manual identifies the following verbiage as warning statements: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation."